Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. The device inspection found the camera cable on the main unit side was damaged and torn. In addition, water ingress into the main unit imaging, corrosion at the electrical contact point of the video connector, buckling of the camera cable observed. Furthermore, retention of the scope mount was found to be degraded and the free lock lever burnt. The service history records for this product have been reviewed. There was no repair history for the actual product within the past 12 month. Per instruction for use (IFU), "precautions for cleaning, disinfection, and sterilization" and "storage" sections of the instruction manual: "the product may not be used with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. Do not clean, disinfect, or sterilize this product with tweezers, forceps, scalpels, etc., as this may cause a hole in the camera cable and water leakage that could destroy the electrical circuitry inside the product. Doing so may cause a hole in the camera cable and damage the product's internal electrical circuits due to water leakage. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. Doing so may cause the camera cable to break. Do not store this product with tweezers, forceps, scalpels, etc. Doing so may cause a hole in the camera cable, which could result in water leakage and damage to the product's internal electrical circuits. The camera cable may be punctured and water leakage may cause damage to the product's internal electrical circuits. Based on investigation results, the failure identified cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
Customer reported that the boot of the camera connecting side was damaged. The device was replaced and the intended therapeutic procedure was completed using a similar device. There was no patient impact, no involvement and no harm reported due to the event.

Manufacturer narrative:
E2/e3 : no information. The device was returned and evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.